Manufacturer narrative:
This is related to MDR report 3011632150-2023-00002. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformance's or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This report is related to MDR report 3011632150-2023-00002. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was implanted with two biomimics 3d stents. One a 5.0 x 125mm stent and a 6.0 x 60mm (the subject of this report) to treat a denovo lesion of the superficial femoral artery (sfa) middle third to sfa distal third segment in the left leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The lesion was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device or the procedure but due to a worsening of the pre-existing condition and it was reported as target lesion related. The patient was complaining of right leg claudication (non-target limb) on (B)(6) 2022 during an office visit. Bilateral ankle brachial index measurements (abi) declined on (B)(6) 2022. The patient was then scheduled for a right leg angiogram on (B)(6) 2022 and left leg angiogram on (B)(6) 2022. A left leg extremity (lle) angiogram was conducted and showed 100% occlusions of biomimics stents. The intervention involved laser atherectomy and pta / standard balloon angioplasty on (B)(6) 2022 on the sfa ostial to sfa distal third segment with good results. The physician also reported that the patient complained of left leg claudication but just not as significant as the right. The site reported this as clinically driven target lesion revascularisation. This was reported as a target lesion revascularisation (tlr)/target vessel revascularisation (tvr). This event was reviewed by veryan on 19-dec-22 and considered possibly related to the device. The patient outcome was reported as resolved/recovered and the device remains implanted.